Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusions can be drawn at this time. We, therefore, consider this report complete to the best to our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The blood glucose levels were not reported. Nothing further was reported.